Event description:
The customer received a questionable prostate-specific antigen (tpsa) result on their e-module analyzer. The sample was repeated on another e170 e-module, serial number (B)(4). The customer felt the issue was due to the sample volume being too short. The patient's initial tpsa result was 0.044 ng/ml and it was reported outside the laboratory. The repeat result was 5.50 ng/ml and it was issued as a corrected report. There were no adverse events. The tpsa reagent lot number was 16644201 and the expiration date was 03/31/2013. The field service representative (fsr) could not find a cause and the problem was not reproducible. The customer repeated the patient sample. The fsr checked the system. The system was operating to specification. He did performance testing with results that passed. The customer ran quality control with results that were good per the customer.

Manufacturer narrative:
No root cause could be determined. The assay performance check did not show any conspicuous issue on the instrument. The erroneous results did not cause any adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.